Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID c154dwk bi-ventricular defibrillator, implanted: (B)(6) 2007.(B)(4).

Event description:
It was reported that the right ventricular (rv) lead was repositioned due to twiddler's syndrome. The rv lead remains in use. No patient complications were reported as result of this event.